Manufacturer narrative:
Age or date of birth, weight, and ethnicity: not applicable, as there was no patient contact with the device. If implanted, give date: not applicable, as there was no patient contact with the device. If explanted, give date: not applicable, as there was no patient contact with the device. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a "hole in peel pouch" of the preloaded intraocular lens (iol). As the inner packaging pouch of the iol was being peeled opened during handling to remove the preloaded device, it was noticed that there was a hole in the center of the packaging. There was no patient contact. It was also reported that the iol box was a little crushed on the side. No further information was provided.

Manufacturer narrative:
Additional information: through follow-up, it was learned that "it was damaged inside of the box; the outer box was not damaged but there was a hole in the inner packaging once the box was opened." No further information was provided. Section d9: device available for evaluation? Yes section d9: date returned to manufacturer: apr 27, 2022 section h3: evaluated by manufacturer: yes device evaluation: visual inspection under magnification revealed a damaged (crushed) carton folder. Inside there was a simplicity handpiece with an opened pouch. If the handpiece is placed inside the folding carton following (B)(6) "packaging assembly drawing for tecnis simplicity handpiece" it can be determined that the damaged to the handpiece aligns with the damaged to the carton folder. Therefore, the damaged to the handpiece was as a result to a damage (crush) to the closed carton folder. The complaint issues (dc-packaging issues and dc-sterility assurance concerns) were identified during product evaluation, however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.